Manufacturer narrative:
Initial reporter first name: (B)(6). Initial reporter address 1: (B)(6). (B)(4). A hot axios stent and delivery system were returned for analysis. The stent was received fully covered by the outer sheath and undeployed. The delivery system was received in initial position with the retainer clip. Visual examination of the returned device found the outer sheath kinked in two sections. The stent cover was found with acceptable holes per visual standard coated stent inspection procedure. A functional inspection was performed to verify if there was any resistance and the stent was deployed without problems; however, it was noted that the stent did not expand correctly. The stent was submerged in warm water and the stent expanded but in an unusual shape. The outer diameter (od) of the stent was measured and was not within specification. No other issues with the stent and delivery system were noted. Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were likely due to factors encountered during the procedure. It may be that the interaction with the scope, the patient anatomy and/or the incorrect used of the device could have caused the physician to apply force, limited the performance of the device and contributed to the kinks in the outer sheath and damage to the stent cover. Additionally, the stent did not fully expand and it was deformed; however, it was confirmed that there were no anomalies during the annealing process and it is possible that factors during the transport and storage could have caused the stent to not fully expand and be deformed. The reported event of stent failure to deploy was not confirmed as the stent could be deployed without resistance. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to be placed to treat a walled-of necrosis (won) with 35-40% necrotic material. The IFU states, "the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content or the biliary tract;" however, this device is not indicated to be placed to treat won with >30% necrotic material. Therefore, a review and analysis of all available information indicated the most probable cause is cause traced to intentional off-label, unapproved, or contraindicated use. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted to treat a walled-of necrosis (won) with 35-40% necrotic material during an endoscopic ultrasound (eus) guided cystogastrostomy procedure performed on (B)(6) 2020. During the procedure, the stent failed to deploy. The stent was removed fully covered by the outer sheath and the procedure was completed with a different device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed a MDR-reportable event based on investigation results which revealed that the stent did not fully expand and stent expanded in an unusual shape. It was reported that the axios stent was intended to be placed to treat a walled-of necrosis (won) with 35-40% necrotic material. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content or the biliary tract. The hot axios stent is not indicated to be implanted in won with >30% necrotic material.